Manufacturer narrative:
This report is submitted on march 14, 2020.

Manufacturer narrative:
This report is submitted on december 23, 2019.

Event description:
Per the surgeon, it was reported that the patient experienced vertigo with stimulation. Due to the vertigo, only 6 electrodes were active, resulting in a performance decrement and lack of speech understanding. Subsequently, the device was explanted on (B)(6) 2019, and the patient was reimplanted with another manufacturer's device during the same surgery.